Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported battery backup is not available. There was no reported patient involvement.

Manufacturer narrative:
The original serial number initially reported was for the device.